Manufacturer narrative:
Per condition #1 of FDA exemption, bur walk-out events resulting in a serious injury are not exempt from the reporting requirements of 21 cfr part 803. Therefore, because surgical intervention was required in this case, this event meets the criteria for reportability per 21 cfr part 803. The device involved was returned, evaluated and found to be in specification. Also, a DHR review was performed for the lot involved in this event as well as the previously and subsequently manufactured lots; no abnormalities were noted. Possible causes of the event include extension of the bur or improper insertion of the bur.

Event description:
It was reported that a bur fell into a patient's mouth and was aspirated. As a result, the bur was removed via bronchoscopy under general anesthesia. The patient is reportedly fine.